Event description:
Physician performed an endometrial ablation. On removal of the device she noted that the gray tip of the device had melted and appeared sharp. Patient was examined for injury. There was none found.